Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. Blood glucose at the time of incident was over 486 mg/dl. The customer stated she has been getting the no delivery during her bolus. Assisted customer in performing a 5.0 unit fixed prime. Customer states the insulin exited. Advise to remove the set and examine the cannula. Customer stated that the cannula is not bent. Customer wishes to run an additional 5 units fixed prime to determine if cannula/site connection may be occluded. Advise to reconnect tubing at qr and prime a 5 units fixed prime/fill cannula. Results of prime was insulin exited. Advise site may have been occluded and to change the entire inf set system. The insulin pump will not be returned for analysis.